Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 (mg/dl). The infusion site was changed their bg levels began to decrease. Reportedly, the customer believes the scar tissue at the site possibly contributed in part to their elevated bg levels. During system check with tandem technical support, an air bubble was noted in the luer lock. Customer was advised on how to prime air bubble from the luer lock.